Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the blade washer was leaking on their unicel dxc 600 pro synchron clinical system. The leak was contained to the instrument. Laboratory personnel were wearing lab coats and gloves. No injuries were sustained by any lab personnel. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and cleaned the cap piercer drain fitting. The cause of the event was an occlusion at the cap piercer drain fitting. (B)(4).